Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the (+) button on the patient's programmer was not working. The sjm representative was able to utilize an extra programmer. A replacement patient programmer was sent to the patient.